Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 13.56 pg/ml and this value was reported outside of the laboratory to the ward and pathologist. The sample was repeated twice, resulting in values of 1179 pg/ml accompanied by a data flag and 1195 pg/ml accompanied by a data flag. The sample was re-centrifuged and repeated, resulting in a value of 1154 pg/ml accompanied by a data flag. The troponin t reagent lot number was 523669. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer thoroughly checked, flushed, and cleaned the analyzer. Performance testing was run and was acceptable. A hardware issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.